Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for system implant. During procedure, the ra lead exhibited low sensing. The suture sleeve was too tight by the physician causing damage to the outer insulation. The lead was not used and replaced. The patient was doing well and would continue to be monitored.